Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during therapy of furosemide programmed at '10cc's for 10 hours' in the intensive care unit. It was reported that the entirety of the medication delivered in less than 3 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and did not note any events that indicated and/or contributed to the pump experiencing free flow. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was tested for flow accuracy and passed. The device was determined to meet all product specifications related to the reported event. The pump experiencing free flow was not verified. Should additional relevant information become available, a supplemental report will be submitted.